Event description:
Baxter global technical services technical associate (tsa) called corporate product surveillance to relay customer report received on the same day for one pca ii pump, in which the batteries died during patient infusion and interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. Tsa relayed that per the customer, the device was left unplugged for an unknown period of time and the device history was lost. No further information is available at this time.

Manufacturer narrative:
(B)(4).the device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.